Event description:
A caller reported that a pump screen went blank unexpectedly, and the led was not blinking. The event caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value unknown but displayed as "high." The customer addressed the high blood glucose by taking a correction injection via mdi and did not require third-party assistance. Technical support provided battery maintenance advice, and the caller was advised to monitor the system and report back if the issue persisted.